Manufacturer narrative:
H.6. Investigation summary: received one used iag bc 24ga catheter/adapter assembly and an opened empty package from material number 382612, lot number 8159503. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual/microscopic evaluation: no bends, crimps, holes, kinks, splits, or wrinkles nor the characteristic v shape of a spear thru in the catheter tubing of the returned unit water/air leak test: the water/air leak test was performed. No leakage was observed in any area of the used catheter/adapter. Conclusion(s): the defect catheter defective/damaged was not identified or confirmed with the returned catheter/adapter assembly. The returned catheter/adapter assembly did not display any adverse characteristics that would contribute to the defect the customer experienced.

Event description:
It was reported that blood leaked from a hole on the side of the bd insyte¿ autoguard¿ bc shielded IV catheter during use after puncturing the patient's skin. The following information was provided by the initial reporter: "when the IV pierced the patient's skin and entered the vein, blood started dripping out of the hole on the side. The hole was noted on the side of the IV cathalon; not noticed prior to attempting the IV start. Cathalon was removed and a new IV was sited."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from a hole on the side of the bd insyte¿ autoguard¿ bc shielded IV catheter during use after puncturing the patient's skin. The following information was provided by the initial reporter: "when the IV pierced the patient's skin and entered the vein, blood started dripping out of the hole on the side. The hole was noted on the side of the IV cathalon; not noticed prior to attempting the IV start. Cathalon was removed and a new IV was sited."